Manufacturer narrative:
The patient's death was unrelated to the stellarex device. Death certificate states cause of death was small cell lung cancer. This is being reported as a follow-up to the clinical study. The patient's death was unrelated to the stellarex device or procedure, thus the paclitaxel drug did not cause or contribute to the patient¿s death. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Study name: (B)(6). (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 180 mm, 75% stenotic denovo lesion in the left mid sfa . The lesion was predilated with a 4 x 120 mm balloon at 10 atm, resulting in a residual 10% stenosis. Next, a 5 x 120 mm stellarex balloon was inflated to 10 atm for approx. 2 minutes, resulting in a residual 10% stenosis. Then, a 5 x 120 mm stellarex balloon was inflated to 10 atm for approx. 2 minutes, with a final residual 10% stenosis. The patient completed all required study visits through 12 months with the last visit occurring on (B)(6) 2016. The patient was diagnosed with small cell lung cancer and expired on (B)(6) 2017. The death certificate confirmed, the cause of death was a result of small cell lung cancer.